Event description:
It was reported that the light isnt working. No patient or procedure involvement. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet complete, investigation results are pending. This event is filed under internal complaint ID (B)(4).